Event description:
It was reported that the patient experienced a surging sensation from her implantable neurostimulator (ins) while passing through a building security system. The patient outcome was reported as non-serious. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3889-28 lot #v003718 implanted: (B)(6) 2006 explanted: na; extension model 3095-10 serial #(B)(4) implanted: (B)(6) 2006 explanted: na; programmer model 3031a serial #(B)(4). This device was being used in a clinical trial noted as (B)(4).